Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. No changes were reported. The patient status was stable.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.